Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his knee replaced sometime in 2017, the exact date is unknown. The patient came to ER on (B)(6) 2019 because his knee was swollen, sore, and had a rash on his leg. The surgeon was on call so he was assigned the consult. He aspirated the knee and seen puss which at that point decided to do a I&d on this patient¿s knee replacement. The sz 5 x 10mm ps insert was explanted and exchanged with a new insert. The femoral, tibial, and patella components were left implanted. The lot # could not be read so the lot # could not be documented. No other information is available at this time. Doi: unknown; dor: (B)(6) 2019; right knee.